Event description:
On (B)(6), 2025, during a port placement procedure in the right internal jugular vein, the needle was allegedly encountered inability to withdraw blood upon attempting to withdraw. Reportedly, the needle was allegedly metallic material obstructing the lumen within the needle, indicating a quality defect rendering it unusable. It was further reported that there is issues with aspiration and irrigation. The procedure was by completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation. However, one electronic photo was provided and reviewed. The photo shows the port unsealed packing kit with different components along with partial visible needle and syringe. Blood residues were noted the kit and few devices. The needle is partially visible and contaminations and other function failure cannot be verified from provided photo. Therefore, the investigation is inconclusive for the reported foreign material inside the needle, and obstructions, suction, and flushing issues as no clear contamination were noted and provided photos are not sufficient to confirm the issue. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 during a port placement procedure in the right internal jugular vein, the needle was allegedly encountered inability to withdraw blood upon attempting to withdraw. Reportedly, the needle was allegedly metallic material obstructing the lumen within the needle, indicating a quality defect rendering it unusable. It was further reported that there is issues with aspiration and irrigation. The procedure was by completed by using another device. There was no reported patient injury.